Event description:
Loss of osseointegration, complication in site preparation (bad circulation of blood), no thread tap used, primary stability was achieved, implant was completely covered by bone, pain.